Event description:
Cardioverter defibrillator (ICD) reached an eri battery status after 43 months. The device did not meet the physician's longevity expectations.

Event description:
Event desciption guidant received information that the implantable cardioverter defrillator (ICD) reached an eri battery status after 43 months. The device did not meet the physician's longevity expectations.